Event description:
Customer reported the statspin unit rotor has a crack, will spin without pressing the start button, and with the lid open or the shield removed. The customer reports receiving a defective control board.

Manufacturer narrative:
Statspin centrifuge reported unintended acceleration with the rotor initiating spin without pressing the start button even with the lid open. Customer stated the a replacement board was corrosion, bent pins and appears to be used. The board did not function in customer centrifuge. With the new board, the centrifuge failed to start, only the 3 min light lit and no buttons functioned. (Both items protected by interlock switches. No injuries reported.)